Event description:
Edwards received notification that a 51-y-o patient with a valve model 3300tfx27mm implanted in the aortic position in a bentall procedure underwent a valve-in-valve procedure after an implant duration of nine (9) years and four (4) months due to calcification leading to moderate to severe stenosis (peak gradient 47mmhg, mean gradient 28mmhg) and moderate regurgitation, lateral and medial jets. The patient presented with dyspnea on exertion before the valve in valve procedure. A 26mm sapien3 valve was implanted within the existing edwards surgical device with no reported complication for the patient who was noted as to be recovering after the procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5. Added information to d4, h4 and h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis of an implanted valve, like regurgitation, may be a manifestation of structural valve deterioration (svd) or nonstructural dysfunction (nsvd). There are cases of svd and nsvd that result in a combination of regurgitation and stenosis. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 51 year oldpatient with a valve model 3300tfx27mm implanted in the aortic position in a bentall procedure underwent a valve-in-valve procedure after an implant duration of nine (9) years and four (4) months due to stenosis and regurgitation. A 26mm transcatheter valve was implanted within the existing edwards surgical device with no reported complication for the patient who was noted as to be recovering after the procedure. Indication for initial implantation was stenosis and regurgitation.